Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an increase in capture threshold and a decrease in pacing impedance was noted on the right ventricular (rv) lead. X-ray and echocardiogram were performed and confirmed dislodgement of the rv lead. The rv lead was repositioned successfully. The patient was stable.